Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix aortic body stent graft with ovation prime iliac limb stent grafts were implanted to treat an abdominal aortic aneurysm. The 1 month patient post-op CT showed the presence of an occlusion of the left iliac limb stent graft due to stenosis in the proximal aspect of the iliac limb as a result of distal migration and compression and/or kinking of the limb. An embolectomy re-intervention procedure, performed on an unknown date, successfully resolved the iliac limb occlusion. As of the date of this report, there have been no additional patient sequelae reported.